Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms. The patient was brought to the clinic and a lead fracture was confirmed. Boston scientific technical services (ts) discussed turning off atrial detection enhancements and programming vvir as the physician has elected to continue monitoring the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. A fracture of the cathode conductor coil was confirmed at 334 mm from the terminal pin by visual inspection. This was due to the location of the suture sleeve tie down. Cuts were noted on the insulation at 110 mm from the terminal pin and the insulation was separated between 110-115 mm. The lead was returned with the helix extended with tissue entwined. The insulation appeared stretched between the helix housing and anode ring. No further testing was performed. Laboratory analysis confirmed the field allegation of high pacing impedances due to a lead fracture.

Event description:
Additional information was received that the lead was explanted during another procedure to replace the right ventricular (rv) lead due to a product performance issue. The explant reason for the atrial lead was not provided. The atrial lead has since been returned and is currently in analysis.